Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone on the jaw melted and separated from the main portion of the device after about 20 minutes of use. The silicone fell into the patient and was retrieved with forceps. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: type of reportable event - changed to serious injury. Internal complaint # tw (B)(4). Autonumber: cs-cpl-2019-00026. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Charred tissues were evident on the jaws. The silicone insulation on the jaws appeared intact with no sign of crack nor peeling nor burn. No visual defects were observed. An electrical evaluation using a pre-cautery test was not possible to perform due to an analyzed mechanical issue. It was observed that the jaws would not open or close while the toggle switch is being manipulated. The tool handle was opened to examine the inner components. It was observed that the control rod can be easily pulled out from the tool shaft. This indicates a weld failure between the tip of the control rod and the yoke. Microscopic inspection showed indentations on the tip of the rod. Based on the returned condition of the device, the analyzed failure ¿mechanical issue¿ was confirmed as well as the analyzed failure "detachment of device or device component." The reported failure peeled jaw was not confirmed. The reported failure thermal decomposition was also not confirmed. The shop floor paperwork (DHR) was reviewed for the hemopro 2 device. All the test results meet the specifications and requirements. There were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone on the jaw melted and separated from the main portion of the device after about 20 minutes of use. The silicone fell into the patient and was retrieved with forceps. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone on the jaw melted and separated from the main portion of the device after about 20 minutes of use. The silicone fell into the patient and was retrieved with forceps. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated section: on device codes, added "thermal decomposition of device". Internal complaint # (B)(4). Autonumber: (B)(4).